Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding a patient on (B)(6) reported they went through a metal detector and turned off the device. The patient stated they had not been to the healthcare professional¿s (hcp) office, the first date they could get into see him was on (B)(6). There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient saw their healthcare provider (hcp) and the hcp said there may be a problem with the stimulator. The patient went to a courthouse at the end of august and since then, they had been feeling shocks at the target area (buttocks near anal area). The patient didn't feel the stimulation before that, but now they couldn't sit in certain positions because of the shocking sensation, and their target urinary retention symptoms returned at that time. The patient had the device ¿reset¿ by the hcp about three weeks ago, but the issues were still ongoing. It was noted that security gates/theft detectors could be related to the issue. At the time of the report, the patient turned off stimulation and lowered the amplitude from 1.4v to 0.0v, but the shocking sensation was still occurring. It was noted the patient would follow-up with their hcp regarding the shocking sensation and return of their target symptoms. No further complications were reported/anticipated.